Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient underwent an ipg explant procedure. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7088606.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient underwent an ipg explant procedure. The explanted ipg was not returned due to facility policy. Additional information was received indicating that the paddle lead was also explanted. The cause of the infection was not known.